Event description:
It was reported that implant broke into the patient. Piece was unscrewed and remaining pieces were removed with a grasper. No procedure delay or patient injury reported.

Manufacturer narrative:
One used 5.5 mm pk sa healicoil anchor assembly was returned for evaluation. Visual assessment of the device confirmed the reported breakage. The distal threads of the anchor have broken off and were not returned for examination. The area of the breakage is heavily burnished indicative of contact with the cortical layer of bone. The inserters¿ shaft is bent. The condition of the device indicates it was subjected to excessive force in combination with off axis insertion.